Event description:
It was reported that during a prostatectomy procedure that there was a permanent tone. Took new instrument to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Cracked blade. Evaluation summary: three devices were returned for analysis. Device (a-b) were returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior shipment, and damage of this magnitude would have been detected at this process. Device (b) was returned in good condition. The device was tested and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. A batch record review was performed and no anomalies were found during the manufacturing process. Device b: batch number c9cv84. Expiration date: 08/2011. Manufacturing date: 09/2006.